Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side "possible deterioration of prosthesis". Patient reported "left axillary lymph node structure with alteration of its signal of 13 mm, could contain silicone content" and "intracapsular rupture". The device remains implanted.